Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged. During the procedure, the stylet could not be advanced in the lead. Additional information was obtained indicating that the dislodgement was confirmed through x-ray and fluoroscopy. As a result, the lead was explanted. No additional adverse patient effects were reported.